Event description:
Customer complaint - limited data available. Customer didn't receive any accurate readings. The device was giving a range of different readings across minutes of multiple tests.

Event description:
Customer complaint - limited data available . "Customer review complaint: this monitor is awful. Not accurate at all. Don't waste your money. I usually don't even leave reviews but I have to warn you all it's awful. The seller is not helpful. Within two minutes a reading of 138 then went to 193. It always gives me different reading in just minutes of taking it."